Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis screen was black and would not turn on. The device had been plugged and unplugged and powered on and off, but the pyxis still did not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and confirmed that the station was online in remote support service (rss). The tss stated that the user was able to use the station and verified that there were no issues. The system functioned as intended after the technical support specialist assessed the device.